Event description:
It was reported that during a da vinci-assisted myomectomy surgical procedure, the maryland bipolar forceps instrument had cautery issues. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) made multiple follow-up attempts to obtain additional information. However, no further details have been received as of the date of this report.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the maryland bipolar forceps instrument involved with this complaint and completed the device evaluation. Failure analysis replicated/confirmed the customer reported complaint. The instrument failed electrical continuity test. There is no obvious damage to the conductor wires. The root cause is not determinable/applicable. The instrument was transferred to engineering for further investigation. Primary failure was confirmed. The instrument was attached to a multimeter and failed the continuity test. The wires were then removed from the housing and a segment from the distal end connectors to about the length to where they entire the waterfall pulleys was cut off and tested again. The segmented wire failed continuity. This is due to a manufacturing error. A review of the site's complaint history does not show any additional complaints related to this product. No image or video clip for the reported event was submitted for review. Per the review, the instrument was last used on (B)(6) 2021 on system sk1288. Maryland bipolar forceps has 13 uses remaining after last use. The instrument has max 14 uses. This complaint is being reported due to the following conclusion: based on failure analysis investigation, the instrument had conductor wire damage. The broken conductor wire has potential for electrical discharge at a location other than intended. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.